Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a power system error. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported the internal power source was still unable to charge, after letting the battery die down and placing a new battery pack. Customer stated the device was not exposed to extreme heat, and this was the second troubleshooting this week performed on the device. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed displacement test, sleep current measurement and active current measurement. Pump trace download analysis confirmed the pump alarmed power error 25 alarms. The power management tool confirmed power error 25 was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The device was received with corroded battery tube.